Manufacturer narrative:
(B)(4). This is a report of a use error where the patient swapped solution bags during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during an unspecified step of peritoneal dialysis therapy, while the patient was connected. The patient stated that they did not have enough solution bags connected to complete therapy so they disconnected the heater bag and connected another solution bag to the heater bag line. The technical service representative (tsr) explained to the patient that this was not the proper procedure and assisted the patient in ending therapy via a manual drain. There was no patient injury or medical intervention associated with this event. No additional information is available.